Event description:
A customer contacted beckman coulter inc (bec) to report receiving rheumatoid factors (rf) results >20 iu/ml have been generated on 33% of patient samples using when using multiple lots of reagent and calibrator. The date of the sample range from (B)(6) 2011. The cause has been identified as reagent related. . A 20 sample comparison run was done on (B)(6) 2011. The same 20 samples were compared to two other methods, one labeled (B)(4) and the other labeled (B)(4). The results are attached. No indication that patient treatment was adversely affected based on the elevated rf results.

Manufacturer narrative:
Sample information was not provided. On (B)(6) 2011 using reagent lot m010568 and calibrator lot m911470, the rf calibration failed, math error on (B)(6) 2011 using reagent lot m010568 and calibrator lot m003575, the rf calibration failed, math error on (B)(6) 2011 using reagent lot m010568 and calibrator lot m003575, the rf calibration passed. A review of qc (B)(4) charts from (B)(6) 2011 shows shifts of 3 sd's both high to low and low to high. Rf samples are being sent to another laboratory for testing service was not requested. A customer notification letter has been distributed in association with this rheumatoid factor lot. The cause has been identified as reagent related. This is a reagent issue.